Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the computer freezes up on their st80i device. There is no patient injury/harm reported.